Event description:
It was reported that the wake button on the pump was not working and customer was unable to reset the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.